Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking/jolting sensation after exposure to a theft detector or security gate at (B)(6). The pt felt stimulation on the right side of the perineum where she normally felt stimulation. The pt stated that she started "spotting" after the incident but the "spotting" had since stopped. The pt reportedly followed up with gynecologist, but had not yet seen the device implanting physician. Add'l info has been requested.